Manufacturer narrative:
(B)(4) ae assessor spoke with this v-go40 user. Patient had called in and mentioned redness, itchiness, inflammation at the site where the needle was inserted. Patient had several abscesses, the worst one needed drained and a drain was inserted. The patient stated that she did not know that the device was to be changed every 24 hours. Patient wears the device on her abdomen until the insulin is gone. This could be 2-3 days. Patient states the culture came back as (B)(6). Patient states she does cleanse the area with alcohol and uses proper technique when applying the device. Patient surgeon told her to use triple antibiotic ointment. Patient required medical intervention which is serious. The patient did not change the device every 24 hours which most likely contributed to the development of an abscess. If the patient did not use the device, she probably would not have gotten an abscess.

Event description:
The patient reported applied the v-go on her stomach yesterday is feeling itchy and irritated. The patient stated she feels the area where the v-go needle was and felt a bump under the skin. The patient stated this is an abscess and currently is red. The patient often wears v-go past the 24 hour period. Patient informed it is highly advised to only wear v-go for a 24 hour period. The patient discarded the device.